Manufacturer narrative:
Investigation summary: the complaint of leakage at the connector threads was received from the customer. A photo with the model and lot number of this set was provided. A device history record review for model 2426-0007, lot number 19125907 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
On hold for denisse 08/26it was reported that neutraclear needle-free connector leaked during flushing. The following information was provided by the initial reporter: material no: el-nc1001, batch no: 19k05-t. It was a reported leaking during flushing at connector threads with power lock max. Customer: reported leaking with the neutraclear needleless connector at the threads of the proximal port when used with power lock max during flushing. Customer response to information request 1_ack: are you able to give a specific date/time for this instance that happened? First noted on (B)(6) 2020. Was there patient involvement or harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? No patient harm, noted during flushing of saline ( do not know patient info).